Event description:
The lay user/patient contacted lifescan in march 2006 and alleged that his one touch ultra meter was not powering on. The medical affairs specialist (mas) called and spoke with the pt in march 2006 and obtained further information. The pt informed the mas that in "early january", the meter stopped powering on. He denied noticing a battery symbol on the display prior to the meter not powering on. He had replaced the battery in the meter, but the issue persisted. About a week after he was not able to test his blood glucose due to the meter issue (pt could not recall the exact date of the event), the pt took his morning set amount of novolin 35 units (pt takes the insulin 3 times/day and is also on avendia 1/day). The pt felt like he was "in another world" about 1/2 hour later. He did not attempt to test on the subject meter since "it was not working". He proceeded to go to work, but collapsed by his truck. The emergency services were called and the pt was taken to the hospital. Enroute to the hospital, the paramedics attempted to test the pt's blood glucose on their meter, but the "result would not register". At the hospital, a lab test was performed with a result of "1000 mg/dl". He was placed on IV insulin and kept in intensive care unit for a week. His medication regiment was not changed post release from the hospital. Pt was not aware that he could contact lifescan until last week when he had an appointment with his doctor and mentioned that the meter was not working. At the time of troubleshooting, it was verified that this was not a new meter. The pt did not have another battery to replace during troubleshooting. This complaint is reported because the pt did not test his blood glucose level at the time of experiencing the symptoms since the meter was not functioning. The pt experienced hyperglycemia and was treated with IV insulin at the hosp. The power issue with the meter was not resolved. A replacement meter, control solution, and test strips were sent to the lay user/pt.